Event description:
We received an allegation about discrepant results for 2 patients' samples tested with crp4 assay on a cobas c 503 analytical unit. Sample 1: initial result: 0.596 mg/l (accompanied by a data flag). Repeat result: 18.1 mg/l. Sample 2: initial result: 0.127 mg/l (accompanied by a data flag). 1st repeat result: 8.91 mg/l. 2nd repeat result: 9.13 mg/l. The initial results did not match the patients' clinical picture, prompting the repeat of the samples. The repeat results were deemed to be correct as they matched the patients' previous results. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The crp4 reagent lot number was 906247 with an expiration date of 31-jun-2026. The qc was within the assigned ranges on the day of the event. The data was requested for further investigation, but it was not provided by the customer. Based on the available data and observed failure mode, there was no evidence for a reagent issue. The field service engineer (fse) noted that the area where the samples were discharged had some serum spillages. He replaced and adjusted the sample probe. The fse also performed a hardware check and checked the rinse levels and the gear pump pressure. Qc and sample testing were performed with acceptable results. The instrument was verified to be performing within specifications. The service actions performed by the fse resolved the issue. Although the cause of the event could not be determined, it was consistent with a clogged sample probe and a sample pipetting issue due to a pipetting error.